Event description:
It was reported that (1) tsw35, (1) tlc75, (1) tx60b were used during laparoscopic assisted right colectomy procedure. It was reported by the rep that the meso appendix bled when tsw35 was fired. This was the initial firing of the device. Subsequent white and blue cartridge firings were uneventful with the exception of a white reload on the anterior/posterior cecal artery pedicle, which also bled. The tlc75 was fired twice, with the staple line bleeding both times. The first time was a transection of the cecal remnant. The staple line was oozing moderately and was oversewn with vicryl. The second firing was the execution of the functional end-to end anastomosis and the staple line was again oozing moderately intraluminally. This was left alone, but the surgeon did express concern as to whether or not it would stop bleeding. The tx60b was used to close the common opening and this staple line ooozed moderately as well and was oversewn with vicryl. Hemostasis was achieved on the tsw35 bleeders with er420 and 10mm lcs. There was extended or time by fifteen mins. 12/12/00 the rep reported the pt was in the hosp for 48 yrs for a gastroenterology consult, bleeding scan, and crit check every 6 hrs.